Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal notification, that patient, underwent initial right knee replacement surgery on (B)(6) 2009. He was implanted with an optetrak logic ps polyethylene tibial insert. On (B)(6) 2018, approximately 8 years 10 months post initial procedure, plaintiff underwent right knee revision surgery due to ¿polyethylene wear,¿ ¿synovitis,¿ and ¿osteolysis.¿ plaintiff's right knee revision surgery was due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. No device return anticipated due to this being a legal case.